Manufacturer narrative:
It was reported that there was a display issue following 3d segmentation computation. Event summary, device history record review and complaint history review did not identify contributing factors. This complaint is the first one received in relation to device br17037. Laboratory testing was able to recreate the reported event and confirmed that the 3d view display failed during 3d segmentation computing due a known software design defect. Date received by manufacturer (investigation completed).

Event description:
It was reported that during pre-operative planning performed on the computer for pre-op planning there was an issue during the 3d segmentation step. When trying to create the 3d segmentation from the CT, after adjusting to the correct threshold and then clicking on compute, the 3d segmentation in the upper left portion of the screen would not show up (screen was black), and then the other three views did not have the orange color of the threshold (they would just show the CT scan and nothing else). If trying to click validate, the system responded that the 3d segmentation was still computing. It was left for 10 minutes and nothing changed. The user proceeded with the planning of the trajectories since the 3d segmentation was not needed at that time.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during pre-operative planning performed on the computer for pre-op planning there was an issue during the 3d segmentation step. When trying to create the 3d segmentation from the CT, after adjusting to the correct threshold and then clicking on compute, the 3d segmentation in the upper left portion of the screen would not show up (screen was black), and then the other three views did not have the orange color of the threshold (they would just show the CT scan and nothing else). If trying to click validate, the system responded that the 3d segmentation was still computing. It was left for 10 minutes and nothing changed. The user proceeded with the planning of the trajectories since the 3d segmentation was not needed at that time.